Event description:
It was reported that, "surgeon was final tightening the xia3 7.5 x40 screw and the head came off the screw. Fifteen minute delay in surgery."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: visual inspection, functional inspection, device history review, and complaint history review. Results: visual inspection: the tulip is found disengaged from the bone screw. The clip inside the tulip is extremely deformed. One end clip is broken. Some scratches are visible on the tulip threads. Bone screw head is deformed and broken. The wall of one of the holes is broken. The head is deformed and other holes are lost their initial shape. A large imprint is visible on the cylindrical part of the bone screw head. It is large and situated on the very extremity of the tip at bone screw head. The shape and position of the imprint suggests about application of tightening load exceeding 12nm and implantation of the screw assembly at maximal angle. Functional inspection: not applicable as tulip of screw is disengaged from the bone screw. Device history review: manufacturing files were reviewed for all lots involved in assembly of this product including tulip, bone screw, and retainer clip. No nonconformity linked with reported event is found during manufacturing. Complaint history: in total similar failure was confirmed in (B)(4) complaints for 38 implants. Conclusion: at reception of the involved screw, the reported failure was confirmed. Screw head is found separated from the bone screw. The deformations observed on the bone screw head (the border of the semispherical part) suggest about application of the significant load (possible application of cantilever load during use of the rod fork). The results of visual inspection show that the tulip disengagement is occurred as a result of application of load exceeded recommended 12 nm.

Event description:
It was reported that, "surgeon was final tightening the xia3 7.5 x40 screw and the head came off the screw. 15 minute delay in surgery "